Manufacturer narrative:
B5 describe event or problem updated. Device evaluated by MFR.: express-vascular ld pmtd 7.0x40x135 cm was received for analysis. A visual examination identified that the stent had moved approximately 2mm proximally on the balloon catheter. A visual examination also found the first 4 rows of both the distal and proximal stent wires to be damaged. This type of damage is consistent with excessive force being applied to the device. No other issues were identified with the stent. A visual examination identified that the balloon had been not subjected to positive pressure. No issues were noted with the balloon material. A visual examination identified no issues with the tip of the device. A visual and tactile examination identified no damage or issues with the shaft of the device.

Event description:
It was reported that stent did not cover the lesion. An express ld vascular balloon expandable stent was selected for use in a percutaneous transluminal angioplasty (pta) procedure. The stenosed target lesion was located in the right subclavian artery. Vascular access was obtained via femoral artery puncture. Following, a 6f non-bsc introducer sheath was placed, and a 0.35 non-bsc guidewire crossed the lesion. The express ld balloon expandable stent was successfully implanted. However, it was determined by angiography that the stent did not cover the entire lesion. Therefore, another express ld vascular balloon expandable stent was selected for use. While advancing the stent to the target lesion it was difficult to cross the place stent. As a result, the stent moved on the balloon. It could not be deployed and was removed. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. It was further reported that the second stent was detached from the proximal end of the balloon and was completely separated on the supporting guidewire. The second stent was removed using snare and a 12f vascular sheath.

Event description:
It was reported that stent did not cover the lesion. An express ld vascular balloon expandable stent was selected for use in a percutaneous transluminal angioplasty (pta) procedure. The stenosed target lesion was located in the right subclavian artery. Vascular access was obtained via femoral artery puncture. Following, a 6f non-bsc introducer sheath was placed, and a 0.35 non-bsc guidewire crossed the lesion. The express ld balloon expandable stent was successfully implanted. However, it was determined by angiography that the stent did not cover the entire lesion. Therefore, another express ld vascular balloon expandable stent was selected for use. While advancing the stent to the target lesion it was difficult to cross the place stent. As a result, the stent moved on the balloon. It could not be deployed and was removed. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
B5 describe event or problem updated.

Event description:
It was reported that stent did not cover the lesion. An express ld vascular balloon expandable stent was selected for use in a percutaneous transluminal angioplasty (pta) procedure. The stenosed target lesion was located in the right subclavian artery. Vascular access was obtained via femoral artery puncture. Following, a 6f non-bsc introducer sheath was placed, and a 0.35 non-bsc guidewire crossed the lesion. The express ld balloon expandable stent was successfully implanted. However, it was determined by angiography that the stent did not cover the entire lesion. Therefore, another express ld vascular balloon expandable stent was selected for use. While advancing the stent to the target lesion it was difficult to cross the place stent. As a result, the stent moved on the balloon. It could not be deployed and was removed. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. It was further reported that the second stent was detached from the proximal end of the balloon and was completely separated on the supporting guidewire. The second stent was removed using snare and a 12f vascular sheath.